Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump has a blank display and displays a blank then dark screen only. The customer's blood glucose reading was unknown at the time of incident. Customer did not provide any additional information.

Manufacturer narrative:
The insulin pump was returned stuck in the manufacturing mode and was unable to download the insulin pump. However, the insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specifications and passed self-test and displacement test. The insulin pump was monitored for 24 hours and no blank display anomalies noted. The power connector was plug in and locked in place properly. The insulin pump had minor scratched lcd window and case.